Event description:
It was reported that this pacemaker reverted to safety mode. There were concerns that this device depleted prematurely and there was no magnet response. Due to the non-programmable settings in safety mode, multiple pacing inhibition episodes occurred. Subsequently, the patient experienced a syncope, had a fall and was admitted to the intensive care unit (ICU) due to a brain bleed. Technical services (ts) recommended the device replacement. The physician plan was to use an external device until replacement. No additional adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that this pacemaker reverted to safety mode. There were concerns that this device depleted prematurely and there was no magnet response. Due to the non-programmable settings in safety mode, multiple pacing inhibition episodes occurred. Subsequently, the patient experienced a syncope, had a fall and was admitted to the intensive care unit (ICU) due to a brain bleed. Technical services (ts) recommended the device replacement. The physician plan was to use an external device until replacement. No additional adverse patient effects were reported. Additional information was received, this pacemaker was explanted and successfully replaced with a non-boston scientific device. No additional adverse patient effects were reported. This pacemaker has not been returned to boston scientific for further analysis.